Event description:
Although I first reported the error to the company in 01/05, I am reporting it here in hopes that the problem will be corrected. The accu-chek ultraflex infusion set began malfunctioning, causing several episodes of hyperglycemia. Over the next few months, I contacted the co to advise them of the problems I was having; they replaced the defective supplies and I sent back all defective pieces to the co. The last contact I had with the co resulted in much frustration. I was basically accused of attempting to get "free" supplies. Insulted, I asked to speak with a supervisor and was told that he had left for the day but would contact me the next business day. Unfortunately, I am still waiting to hear from him. I found it quite frustrating when I rec'd the recall notice regarding these insulin pump supplies. What could have been discovered last year is just now being recalled. This is unfortunate to the many insulin pump users, such as myself, who had hyperglycemia for reasons out of their control. This is also the unfortunate reason why I will no longer be a consumer of any product this co makes.